Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number gd894873 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day later, the patient was hospitalized for the event. The patient was placed on an antibiotic for treatment of peritonitis (route, dose and name of antibiotic was unknown). While hospitalized for the event, pd therapy was discontinued and the pd catheter was removed. The patient was placed on hemodialysis and remained on hemodialysis at the time of this report. The cause of the peritonitis was unknown. The patient was recovering from the event at the time of this report. No additional information is available. This is report 2 of 2 involved in this peritonitis event.